Manufacturer narrative:
319527 evaluation statement the customer¿s request for a log review to find out if training units were used on patients could not be confirmed. The pca module event log for pca s/n (B)(4) shows the device was in use between 15 may 2019 and 23 august 2019 and used with 4 different pcu¿s (s/n (B)(4)). The pca module event log for pca s/n (B)(4) shows the device was in use between 27 april 2019 and 23 august 2019 and used with 3 different pcu¿s (s/n (B)(4)). The log cannot distinguish whether or not the device was used for training or for patient treatment. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported it as identified that there were two training pca modules floating around patient care area fro march of this year until now. For investigation purposes only, not for MDR: the customer is requesting for log review to find out if the training units were used on patients.